Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose unknown. Troubleshooting steps were provided for power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer states notification light stopped flashing immediately. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error detected, low battery, and power loss alarms due to j6 connector resistance issue. No unexpected replace battery now alarms noted during testing. The insulin pump was received with missing serial number label, and cracked select button keypad overlay.